Event description:
Grade 4 perforation had occurred. Pericardioscentesis 900ml performed. The complaint pk papyrus covered stent system was advanced but was unable to cross anatomy with buddy wire technique and 6f guideliner. A leak was identified at hub of papyrus and device was removed and discarded. Likely broken shaft from catheter manipulation. Two other pk papyrus were implanted and the perforation was successfully sealed.

Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form, cathlab report) and the production documentation was reviewed to establish whether a device deficiency contributed to this event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. The treating physician rated the occurrence as non-device-related and non-procedure-related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.